Event description:
It was reported that the filter was tilted. In 2005, the patient was implanted with a greenfield filter. On (B)(6) 2019, the patient received an abdominal CT scan to evaluate inferior vena cava (ivc) filter placement. The ivc filter was visualized 5 mm below the level of the left renal vein. There was a 9-10 degree posterolateral tilting of the apex of the filter touching the inferior vena cava wall. There was no evidence of perforation, bending or fracture of the filter struts. No patient complications were reported.